Event description:
It was reported that during a video assisted thoracic surgery with wedge biopsy, after the initial firing of the device, the metal pan of the reload stayed in the jaws of the device when the reload was extracted. They could not remove it in order to put another reload in the device. A new device was pulled and used to complete the procedure. There was no patient impact. The device and cartridge will be returned for analysis.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis found that one (B)(4) device was returned in good visual condition and with no cartridge reload loaded on the device. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as no cartridge was received for analysis. A batch record review was performed and no anomalies were found during the manufacturing process.